Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the anatomy causing the reported failure to advance and subsequent material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a procedure to treat a lesion in the posterior tibial artery with no tortuosity and no calcification. A 3.00x15 mm trek balloon dilatation catheter (bdc) was attempted to be advanced; however, there was resistance with the anatomy and the bdc did not cross the target lesion. Additionally the distal shaft (7-8 inches from the distal tip) became separated into two pieces. The separated portion was removed by removing the guide catheter. The procedure continued with a new 3.00x15 mm trek bdc and the target lesion was successfully treated. There were no reported adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: returned device analysis identified the separated portion was not returned, communication with the account confirmed the separated portion was discarded. No additional information was provided.

Event description:
It was reported that this was a procedure to treat a lesion in the posterior tibial artery with no tortuosity and no calcification. A 3.00x15 mm trek balloon dilatation catheter (bdc) was attempted to be advanced; however, there was resistance with the anatomy and the bdc did not cross the target lesion. Additionally the distal shaft (7-8 inches from the distal tip) became separated into two pieces. The separated portion was removed by removing the guide catheter. The procedure continued with a new 3.00x15 mm trek bdc and the target lesion was successfully treated. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.